Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was subsequently treated with topical and oral antibiotics; however, the issue could not be resolved. Subsequently, on (B)(6) 2016, the patient underwent revision surgery to place a magnet on the internal fixture.